Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was reading inaccurately high. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began at on (B)(6) 2016 during the day. The patient manages her diabetes with a fixed dose of insulin. In response to the alleged meter issue the patient took her normal dose of insulin. At an unknown time after the alleged meter issue began the patient developed the symptoms of "headache" and "sweating". On the morning of (B)(6) 2016 at approximately 8.30 am the patient attended the ER. At this time her meter readings were compared to a hospital meter. The patient claimed obtaining blood glucose readings of ¿240 mg/dl¿ with the subject meter and ¿40 mg/dl¿ on the hospital device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient received treatment in the form of food and drink from a health care professional at this time and was released from hospital the next day. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.